Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with oversensing, many high rate non-sustained episodes, and noise seen on the electrograms (egm). Reprogramming was completed and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.